Manufacturer narrative:
Follow-up submitted for correction. Updated a1 for patient information to include ni for no information available. Updated section b3 for date of event, b4 for report submission date, d6 for implanted date, d7 for explanted date. Updated g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type. Updated d4 for lot # to include ni for no information available. Section d4 for expiration date and h4 for device manufacture date no information available.

Manufacturer narrative:
Exemption # e2012017; report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability and implant was removed.